Manufacturer narrative:
Correction h11: a review of the service history record identified the device has been previously serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed air in the line upon device power up in the delivery room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem frequent message that has excess air in line was not reproduced. The device was sent for an ultrasonic air test and passed with no false alarms or air in line alarms. A review of event history log revealed multiple events of air-in-line. The device was sent for an ultrasonic air test and passed with no false alarms or air in line alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined through visual inspection to be lower right sensor on the ultrasonic sensor assembly was protruding and not laying flat, which could have caused the customers air in line alarms. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.